Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there was no connection with the wi-fi footswitch and there was a red wi-fi connection led on the pedal. Upon troubleshooting fse found the status of the error led indicator on the base station was red, the status of the wi-fi (led) indicator on the wireless footswitch was solid red, and the color of the battery indicator was green. To resolve the issue, fse reset the footswitch, disassembled the table, and then paired the wireless footswitch with the base station. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there is no connection with the wi-fi footswitch. There is a red wi-fi connection led on the pedal. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the pedal was paired with the wi-fi base, the system was returned to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.